Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that prior to a medical procedure, the customer noted that the blade was broken. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that prior to a medical procedure, the customer noted that the blade was broken. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.